Manufacturer narrative:
Initial.

Event description:
It was reported that the user contacted support regarding an ilet blood glucose reading of 212 mg/dl that they believed was incorrect; a confirming fingerstick was not performed, and the user reported no symptoms. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and review of information provided. Investigation of this case revealed no findings available due to insufficient information, and no device component could be implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.